Event description:
An optometrist reported that he is currently treating a pt who was diagnosed with toxic keratitis and mild viral conjunctivitis. The pt started experiencing symptoms in (B)(6) 2010 that included pain, redness and itchiness. On 12/07/2010, a completed questionnaire was rec'd from the optometrist who described event "as the pt came in with red puffy eyes." The optometrist reported that the pt was negative for staining and superficial punctate keratitis leading to infiltrates. He also reported that the pt had hyperemia grade ii od and grade I os. His diagnosis was medicamentosa secondary to contact lens solution. On (B)(6) 2010, the optometrist was contacted by phone where he clarified that pt presented with superficial punctate keratitis and slight sub epithelial infiltrates (sei's) which resolved with antibiotic/steroid treatment.

Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval, root cause analysis or malfunction assessment can be conducted at this time. No root cause could be determined. Add'l info requested by fax and mail on 12/01/2010 and by phone on 12/01/2010, 12/07/2010, 12/10/2010. Medical records were rec'd on 12/07/2010 and a completed questionnaire was rec'd on 12/10/2010. (B)(4).